Manufacturer narrative:
(B)(4). This report was filed by the MFR. Devices not received, log review only. The customer has requested an event log review. The event logs have been received and the evaluation is pending. A f/u report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that the pump infused 300ml over 10 minutes instead of 3 hours. There was no report of patient harm or medical intervention. Although requested, no further patient or event info was provided.